Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d8, e3, g2 and inspection results inadvertently left out. During olympus inspection, the following was found: the breakage of exterior light guide (customer's complaint) was confirmed and there is evidence of 3rd party repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that a ureteroscope had breakage of the exterior light guide. The reported issue was found during preparation for use. There was no delay in the procedure, as it was completed with a similar device. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress. Therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects. Check the function of all devices. And have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.